Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was not communicated and disconnected mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A technical support specialist found that the customer had rebooted the servers the previous night, and the datasync service had not restarted. Technical support specialist started the datasync service along with the net.tcp services, and the stations began communicating successfully. The system functioned as intended after the technical support specialist troubleshot the device.